Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using perclose proglide devices. Reportedly, during deployment of three proglide devices, a needle-to-cuff miss was observed. When the needle plungers were removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed and manual arterial compression was applied to achieve hemostasis. Although the procedure was extended by fifteen minutes, the customer did not believe it was a significant clinical delay in the procedure. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices, referenced were filed under separate medwatch manufacturer reports numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.